Manufacturer narrative:
Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the retrograde femoral nail was broken. The nail broke at the junction of the second locking hole after the spiral blade, because of a three-year-old non-union. The original surgery was on (B)(6) 2018 with periprosthetic distal femoral fracture with long retrograde nail/spiral blade. Surgical procedure was successfully completed without surgical delay. Concomitant devices reported: titanium spiral blade (part# unknown, lot# unknown, quantity 1), titanium end cap (part# unknown, lot# unknown, quantity 1), and titanium locking screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) 10 ti cann retro/antegrade fem nl/340-s. This is report 1 of 1 for (B)(4).